Event description:
The customer reported less than 0.5 milliliter of fluid leaked from the coulter® hmx hematology analyzer with autoloader at the end of start up. The customer indicated that the leak was contained within the instrument. The operator was wearing gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) actuator to resolve the issue. (B)(4).